Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, one tube underfilled. No patient impact reported. Report 1 of 2.

Manufacturer narrative:
Investigation summary: lot/batch #: 3283839 bd had not received samples or photos for investigation. Therefore, twenty(20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. 20 retain samples were subjected to a draw test for low or no draw. All tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there is underfill of 5 tubes over a period of a year and a half. No patient impact reported.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, one tube underfilled. No patient impact reported. Report 1 of 2.

Manufacturer narrative:
The following fields were corrected: b5. It was reported that while using bd vacutainer® sst¿ blood collection tubes, one tube underfilled. No patient impact reported. Report 1 of 2.